Event description:
It was reported to boston scientific that a spaceoar hydrogel system was used study mention in the article titled "rectal complications following spaceoar insertion after prior pelvic radiation" examines the safety and complications associated with the use of spaceoar, a hydrogel spacer, in prostate cancer patients who have previously undergone pelvic radiation therapy" written by yates, et al. The study is a retrospective case series involving eight patients who received spaceoar placement prior to reirradiation. The authors document a range of complications that occurred after the procedure, including severe rectal complications that were more frequent than expected in this patient demographic. The findings indicate a serious complication rate of 25%, leading the authors to recommend caution when using spaceoar in patients with a history of pelvic radiation due to the potential for severe adverse events. This event captures the third patient. The patient underwent spaceoar after a recurrence of prostate cancer, 4 years after his initial radiation therapy. Following the salvage brachytherapy the patient experienced urinary symptoms including urgency and nocturia occurring four to five times per night. Sometimes along with hematuria. The patient also reported experienced rectal discomfort; therefore, a sigmoidoscopy was performed, this revealed a mild proctitis of the rectum. Subsequent magnetic resonance imaging (MRI) of the pelvis was conducted three months after radiation therapy, that showed thickening of the anterior rectum without evidence of fistula formation or intrarectal injection. The patient's urinary and rectal symptoms were conservatively treated and resolved without intervention. It was noted that the patient was admitted to hospital but did not require further interventions.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: correction. Impacted code f2202 has been added to capture the event of sigmoidoscopy. Block b3: the exact date of the event is unknown. The provided event date, 03/17/2025, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source yates, a. H., dempsey, p. J., power, j. W., agnew, a., murphy, b. D., coffey, c., moore, r., el bassiouni, m., & mcnicholas, m. M. J. (2025). Rectal complications following spaceoar insertion after prior pelvic radiation. Bjr case reports, 11(2), uaaf013. Https://doi.org/10.1093/bjrcr/uaaf013. Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 03/17/2025, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source yates, a. H., dempsey, p. J., power, j. W., agnew, a., murphy, b. D., coffey, c., moore, r., el bassiouni, m., & mcnicholas, m. M. J. (2025). Rectal complications following spaceoar insertion after prior pelvic radiation. Bjr case reports, 11(2), uaaf013. Https://doi.org/10.1093/bjrcr/uaaf013. Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1304 captures the reportable event of urinary urgency.

Event description:
It was reported to boston scientific that a spaceoar hydrogel system was used in a study,"rectal complications following spaceoar insertion after prior pelvic radiation". The article examines the safety and complications associated with the use of spaceoar, a hydrogel spacer, in prostate cancer patients who have previously undergone pelvic radiation therapy. The study is a retrospective case series involving eight patients who received spaceoar placement prior to reirradiation. The authors document a range of complications that occurred after the procedure, including severe rectal complications that were more frequent than expected in this patient demographic. The findings indicate a serious complication rate of 25%, leading the authors to recommend caution when using spaceoar in patients with a history of pelvic radiation due to the potential for severe adverse events. This event captures the third patient. The patient underwent spaceoar after a recurrence of prostate cancer, 4 years after his initial radiation therapy. Following the salvage brachytherapy the patient experienced urinary symptoms including urgency and nocturia occurring four to five times per night. Sometimes along with hematuria. The patient also reported experiencing rectal discomfort; therefore, a sigmoidoscopy was performed, this revealed a mild proctitis of the rectum. Subsequent magnetic resonance imaging (MRI) of the pelvis was conducted three months after radiation therapy, that showed thickening of the anterior rectum without evidence of fistula formation or intrarectal injection. The patient's urinary and rectal symptoms were conservatively treated and resolved without intervention. It was noted that the patient was admitted to hospital but did not require further interventions.